Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 458 mg/dl, at the time of incidence. Customer was treated with the insulin pump while they were on auto mode. Customer reported they had calibration entering issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. (B)(4).